Event description:
According to the information received, a female patient with a medium size, type c pda defect underwent attempted percutaneous closure with an 8-6 amplatzer duct occluder (ado). However, the retention disc did not have resistance at the aortic end, so the disc was left inside the ductus. The defect appeared adequately closed on angiogram and the device was released from the cable. However the device embolized after a few seconds into the pulmonary artery. The 8-6 ado was percutaneously retrieved and a 10-8 ado was attempted. The retention disc of this device was placed at the aortic end and the ductus was closed completely. An echocardiogram confirmed a complete closure and the patient was discharged the morning after the procedure.

Manufacturer narrative:
The amplatzer duct occluder was received at aga medical in its original configuration and decontaminated. The device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Review of the medical records and images by aga's medical consultant resulted in the following findings: this patient had a long and curvaceous pda. The 8/6 amplatzer duct occluder was pulled inside the pda. The orientation of the device was not parallel to the pda, rather it was vertical. The following angiogram images showed persistent shunting, resulting in optimal percutaneous retrieval of the 8/6 ado and placement of a 10/8 ado with excellent results. According to aga's medical consultant, in long pda defects, the ado sometimes inadvertently gets pulled into the defect. If the device size is correct, either the device's retention skirt will flatten and the device will elongate a little, or part of the device will constrict because of the walls of the pda. In this case, the device did not show any constriction, it was formed as it would be outside of the ductus, and its orientation was not parallel to the ductus. The more than usual shunt was an ultimate marker that the device position was unstable and incorrect.